Event description:
The customer reported to customer service that the power supply for her pump "started on fire with flames and it melted the transformer." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer to get additional complaint information and to check on return of the product, the customer's husband indicated that there was "smoking from the transformer itself - the back away from the wall" and that there were signs of melting on the housing (though he wasn't sure if there was a breach) but that no wires were exposed on the cord. He did not confirm that there was a fire but did say that no injuries were sustained as a result of the issue and that they would return the power supply. However, as of the date of this report, the power supply has not been received for testing/analysis. Fire is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/01/2011. Activities related to this notification are on-going.